Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for inspection. Based on the results of the investigation, phenomenon (1) was reproduced. It was found that there was no color in the images due to a charge-coupled device (ccd) failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned and evaluated and the reported problem was confirmed and attributed to a faulty charged coupled device (ccd). The cable was also cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head was broken and the color was off. There was also added texture to the picture. It was noted that the procedure was completed with a similar device. There were no reports of patient harm associated with the event.